Event description:
Reporter alleged the needle from multiclix lancet device used in finger-stick blood glucose testing would not retract after it was used and remained protruding outside the end of the dial cap. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.